Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A hospital reported that during a critical part of a surgery, the footswitch and the cable failed. The cable was damaged and the footswitch also looked faulty. The procedure was completed.